Manufacturer narrative:
It was reported by the hospital contact that during the coil embolization, the stent (enc452212/10532457) could not be advanced through the prowler select lpes microcatheter (606s155x/17055429). The stent was changed to another stent (enc452212/10532457) but resistance was met when advancing the 2nd stent. And the 2nd one could not deploy at all after reached the lesion location. Withdrew the stent with the microcatheter and used a new stent (details unknown) with new microcatheter (details unknown) to complete the procedure. There was no report on the patient injury. As the patient has hepatitis, the products had been discarded. The patient is male and 49 years old, has pcom. An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event. The vessel was not calcified or tortuous. It is unknown if the microcatheter was re-shaped. The microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. The deployment of the device was not attempted by pushing it out of the end of the microcatheter. The device was not recaptured. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. This is 1 of 2 reports associated with report 1226348-2016-00103. (B)(4). Concomitant medical products and therapy dates: 2 stent (enc452212/10532457), new stent (details unknown), new microcatheter (details unknown).

Event description:
It was reported by the hospital contact that during the coil embolization, the stent (enc452212/10532457) could not be advanced through the prowler select lpes microcatheter (606s155x/17055429). The stent was changed to another stent (enc452212/10532457) but resistance was met when advancing the 2nd stent. And the 2nd one could not deploy at all after reached the lesion location. Withdrew the stent with the microcatheter and used a new stent (details unknown) with new microcatheter (details unknown) to complete the procedure. There was no report on the patient injury. As the patient has hepatitis, the products had been discarded. The patient is male and (B)(6) years old, has pcom. An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event. The vessel was not calcified or tortuous. It is unknown if the microcatheter was re-shaped. The microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. The deployment of the device was not attempted by pushing it out of the end of the microcatheter. The device was not recaptured.

Manufacturer narrative:
The device was not returned for analysis. Review of DHR for lot 17055429 concluded there were no issues that were considered potentially related to the reported complaint. This MDR is being submitted to report the DHR results that were omitted from the previous MDR.